Event description:
It was reported upon insertion and impaction of the navigator cage, the tip that interfaces with the inserter, broke off from the cage and remained in the navigator inserter. However the surgeon was still satisfied with the cage position upon final impaction.

Manufacturer narrative:
Method: device history review; results: without the returned product and the identified lot number, a root cause could not be determined for the reported event. Excessive force as well as selection of size of implant for patient by surgeon may have played a role in malfunction. Conclusion: a review of the correspondence indicates that the backrail of the avs navigator cage broke off while inserting. There was no delay in surgery as a result of the reported event. No adverse consequences to the patient were reported. All of the fragments from the broken cage were removed from the patient. The device was not returned for inspection as it was disposed of.

Event description:
It was reported upon insertion and impaction of the navigator cage, the tip that interfaces with the inserter, broke off from the cage and remained in the navigator inserter. However the surgeon was still satisfied with the cage position upon final impaction.